Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) for sudden cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.